Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart. A cold reset was performed. Error test, rewind, basic occlusion, occlusion, prime or compromised forced system and excessive no delivery test or verify motor error alarm,prime/fill anomaly and MRI anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Insulin pump ump received with cracked case.

Event description:
The customer reported via phone call that the insulin pump had a motor error, insulin sprays out of the needle during priming and insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was performed self test and the test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.